Event description:
It was reported that during a laparoscopic oophorectomy procedure, they were using the device and losing insufflation. This was using the device with a 5mm scope, they had been using a 10 mm scope and it was working correctly. They completed the procedure with the device. There was no patient consequence reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.